Event description:
Patient got filler in both marionette lines, upper oral commissure, upper and lower lip - one syringes total. She returned about 2 weeks later, complaining about swelling and lumps on her lower lips, and ended up having abscess on upper and lower lips. They were lanced and drained. Patient last seen at clinic, for laser procedure. On exam, a non tender, mobile nodule was noted on right lower lip. No further issues were reported.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.